Event description:
During one level kyphoplasty at t11, the surgeon experienced difficulty attaching the confidence pump¿s flexible tubing quick connect component onto the cement reservoir cap. There was a delay of approximately thirty minutes while another kit was retrieved, prepared, and used to deliver cement into the vertebral body. The difficulty did not result in any adverse consequences to the patient.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Surgeon was performing a 1-level kyphoplasty at t11 on a (B)(6) female who incurred a vertebral compression fracture. After mixing the cement, the surgical tech transferred the cement to the glass vial and screwed on the connector cap. He then tried to connect the glass vial to the hydraulic pump by pressing the metal connectors together. The connectors would not engage after several attempts. Another kit was opened and the surgeon was able to deliver cement into the vertebral body. The time that elapsed due to the faulty connector was approximately 30 minutes. Visual inspection noted no abnormalities or defects to the hydraulic pump. A functional evaluation was conducted in connecting the hydraulic pump connector with the cement reservoir connector of which there were no abnormalities and device functioned as intended. However, it was noted that when pump is pressurized it makes it difficult to connect the hydraulic pump connector with the cement reservoir connector of which it replicated the complaint event description. Whereas, when pump is depressurized, connection of both the pump connector with the cement reservoir connector is much effortless having a proper connection as intended. A review of the DHR acknowledged that no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found 1 complaint for issues of this nature. No definitive conclusions can be made. However, complaint event description was confirmed as functional evaluation between the hydraulic pump connector and the cement reservoir connector did not engage thoroughly when pump is pressurized. Therefore, complaint will be closed with no further action required.